Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2023 and suture was used. The needle and suture discrete. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002. No device problem found. Additional information was requested, and the following was obtained: could you please clarify what the exact issue? A sewing problem that occurs during use when pulling suture. What do you mean by "needle and suture discrete"? The suture is separated from the eye of needle. The following information was requested, but unavailable: what is the lot number? Device evaluated by MFR: the product was returned for evaluation. The returned sample determined that it was received one detached needle and winding former outside its packet. Two empty packets were returned that pertain to product code sxpp1a401. Upon visual assessment of the received sample, it was found that the strand had begun with a degradation process. In addition, the foils were examined no external damages were observed during the evaluation. However, it was noted that the product has expired. In further investigation, the lot number was reviewed, and it was found that it was manufactured on september 12, 2020, and the expiration date on august 30, 2022, these products have two years life cycle time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-01780. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.